Event description:
On 04/01/2025, it was reported by an arthrex subsidiary employee via (B)(6) that an ar-4020p-07 fastthread¿ peek interference screw with disposable sheath broke. This occured during a case when the surgeon mounted the screw on the screwdriver and when he tried to place it in the patient, it broke.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 the complaint allegation is confirmed based on the customer-provided picture. Visual evaluation of the customer provided photo noted the tip of the screw was damaged and broken. Refer to attachments. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion and/or prying/leveraging the device during insertion.